Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The bench repair technician replaced the defective speaker and the device was working to its specification after the repair was completed. The device was returned to the customer. It has been concluded that no further action is required at this time. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating during evaluation at bench repair, for an unrelated issue, that the device speaker was completely out of sound. The device was not in use on a patient. There was no report or patient or user harm.